Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer's blood glucose (bg) level was 525 mg/dl. The customer changed the cartridge and infusion set to address bg. Tandem technical support educated the caller about the meaning of the alarm.